Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer's blood glucose elevated to 600 mg/dl; cause was unknown. Customer continued to use the pump. Multiple attempts were made by tandem technical support to gather more information however all were unsuccessful.